Manufacturer narrative:
(B)(4). The patient was enrolled in the open clinical study. A year and ten months post implantation, the patient had a possible stent distal fracture. The event was determined to be mild in severity and unrelated to the index procedure but related to the device. The patient met all the inclusion and exclusion criteria for the study. The target lesion is the distal superficial femoral artery (sfa). The lesion length is 140mm and the target reference diameter is between 3.5-7.5 mm. The stenosis rate is 100% with no calcification. A retrograde puncture was made with a 7f sheath in the left common femoral artery. The lesion was pre-dilated with an unknown 5x120mm balloon catheter. An 8x150mm flex stent was successfully deployed at the lesion and post-dilated with an unknown 5x120mm balloon at twelve atmospheres (12 atm). There was no dissection noted and the residual stenosis was 0%. There were no procedural complications or adverse events that occurred during the procedure. Twenty-seven days post implantation, the patient had left leg swelling for some time. The patient was diagnosed with may-thurner syndrome (mts), after compression stocking treatment did not resolve the swelling. The patient underwent an angioplasty and stenting to left common iliac vein. The event was determined to be moderate in severity and unrelated to both the index procedure and the device. The event resolved eleven months and twenty-three days. During the six month follow up, the patient had increased claudication and abnormal ankle-brachial index (abi). Seven months and twelve days post implant, the patient underwent an angiogram showing 50-99% target lesion in-stent restenosis. The lesion was noted to be patent. The patient underwent a laser atherectomy and balloon angioplasty multiple times. The event resolved, and the lesion had 10% residual stenosis. The event was determined to be moderate in severity and to be unrelated to the index procedure and possibly related to the device. The patient completed the study. No further information is forthcoming. The device was not returned for analysis. A product history record (phr) review of lot 1119221 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The events reported as ¿ stent-ses fractured - in patient¿, ¿in-stent peripheral artery restenosis¿ and ¿claudication¿ and the non-complaint ¿swelling¿ could not be confirmed based on the nature of the events and the relationship to the device. The device was not returned for analysis and procedural films were not received. Patient factors such as a 100% stenotic vessel and procedural factors such as resistance encountered during placement may have contributed to the reported events. Revascularization with nitinol stent implantation has better long-term results than angioplasty alone; however, the cumulative incidence of femoropopliteal stent fracture varies from 2 to 65% in several studies looking specifically for stent fractures. Stent fractures can be classified into five types. Type I fracture involves only a single strut; type ii involves multiple struts that can occur at different sites; type iii involves multiple strut fractures resulting in a complete transverse fracture without displacement; type IV results in a complete transverse linear fracture with stent displacement; and type v is spiral fracture. Mild stent fractures rarely lead to complications, however, multiple, migrated severe stent fractures are associated with restenosis or re-occlusion at the stented site. As per the instructions for use, which is not intended as a mitigation, ¿complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: abrupt stent closure, arteriosclerosis, peripheral edema, and stent structure fracture.¿ ¿stent placement ¿ precautions: use caution when crossing a deployed stent with any adjunct device. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the open study, twenty-seven days post implantation, the patient had left leg swelling for some time. The patient was diagnosed with may-thurner syndrome after compression stocking treatment did not resolve. The patient underwent an angioplasty and stenting to left common iliac vein. The event was determined to be moderate in severity and unrelated to both the index procedure and the device. The event resolved eleven months and twenty-three days after. During the six month follow up, the patient had increased claudication and abnormal ankle-brachial index (abi). Seven months and twelve days post implant, the patient underwent an angiogram showing 50-99% target lesion in-stent restenosis. The lesion was noted to be patent. The patient underwent a laser atherectomy and balloon angioplasty multiple times. The event resolved and the lesion had 10% residual stenosis. The event was determined to be moderate in severity and to be unrelated to the index procedure and possibly related to the device. A year and ten months post implantation, the patient had a possible stent distal fracture. The event was determined to be mild in severity and unrelated to the index procedure, but related to the device. The patient met all the inclusion and exclusion criteria for the study. The target lesion was distal superficial femoral artery (sfa). The lesion length was 140mm and the target reference diameter was between 3.5-7.5 mm. The stenosis rate was 100% with no calcification. A retrograde puncture was made with a 7f sheath in the left common femoral artery (cfa). The lesion was pre-dilated with an unknown 5x120mm balloon catheter. An 8x150mm flex stent was successfully deployed at the lesion and post-dilated with an unknown 5x120mm balloon at twelve atmospheres (12 atm). There was no dissection noted and the residual stenosis was 0%. There were no procedural complications or adverse events that occurred during the procedure. The patient completed the study.